Event description:
Customer alleges multiple incidents of low blood glucose episodes. Customer was treated for several injuries. States that device was reading 20 points high. No controls were being used. A request was made for the return of the suspect device. Replacement product was sent.